Event description:
The customer reported that they were having trouble saving images. Upon arrival, the field engineer found the system to be locked up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service respresentativ eperformed an onsite investigation. The system software and calibration files were reloaded. The system was then found to be operating as intended.